Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received for evaluation; however, a photo of the device was received. Visual inspection of the photo revealed that the tubing was kinked. Solution in the tubing was noted post kink. Visual inspection did not reveal any issues with the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set could not prime due to kinked tubing. This occurred before use. There was no patient involvement. No additional information is available.